Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen was flickering and blotchy. Customer states that when attempting to interact with the pump, the display would flash on and off when pressing one and two buttons. Then when attempting to interact with two and three buttons the area was blocked on the lock screen. The customer's blood glucose (bg) level was 260 mg/dl. A bolus of insulin was delivered via the pump to address the bg level. Tandem customer technical support (cts) was performed. The customer reported manual injections would be used for alternate insulin therapy.